Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: it was reported that the forceps broke off from the tip during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.